Event description:
It has been reported to philips that the device not showing any pacer spikes, failed to capture 150-200. The issue was discovered during training. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Health impact updated.